Event description:
It was observed during device evaluation that the duodeno videoscope had foreign objects on the air/water cylinder, tube, and k-wire (forceps elevator wire). In addition, cracks were noted in the adhesive around the light guide lens and the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event cracks were identified in the adhesive around the light guide lens, and the objective lens was caused by a component failure. However, foreign objects on the air/water cylinder, tube, and k-wire (forceps elevator wire) also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.